Event description:
On 3/4/97, a facility nurse contacted a MFR nurse and reported that four days after implant, the device was refilled. The returned volume was 32ml, flow rate 4.5ml/day assuming full 50cc's in device at time of surgery. Calibrated flow rate 2.8ml/day. Fourteen days later, the device was dry at the time of refill. The facility nurse did not flush the device catheter. The device was refilled with 50,000u hep/50cc's. The pt is scheduled for a device refill on 3/10/97. The facility nurse does not believe the pt is febrile. The MFR nurse suggested that if the rate is still rapid on 3/10/97, that an investigation be performed. The facility nurse was additionally informed that it is not unusual for the flow rate to be high after surgery because of low blood pressure and febrile states post-op. The MFR nurse informed the facility nurse that they need to be concerned about catheter patency since the device was dry and the catheter was not flushed. The MFR will follow-up with the facility nurse for add'l info on this event.

Manufacturer narrative:
The MFR has made several unsuccessful attempts to obtain additional info on this event. Since we have been unable to obtain any additional info on this event, our investigation was limited to a review of the device history record and a trend analysis. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog and lot number and has not identified any trends. The MFR's investigation of this event is inconclusive. Based on the info available no conclusion can be drawn as to the cause of this event. The facility will be notified of our review of this event. No further info is available. The MFR is now closing its file on this event.